Event description:
It was reported that the patient experience inguinal and scrotal cellulitis three years after the implant of an artificial urinary sphincter. The patient was treated with antibiotics and has an appointment with the physician in one month. The patient condition improved with treatment and was reported as stable. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experience inguinal and scrotal cellulitis three years after the implant of an artificial urinary sphincter. The patient was treated with antibiotics and has an appointment with the physician in one month. The patient condition improved with treatment and was reported as stable. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient also experienced redness and edema. The inguinal cellulitis decreased with antibiotic treatment the inguinal cellulitis was related to the implanted device with onset of 3 years ago the patient will be observed and follow up with the physician in 2 months.